Event description:
Info received indicates the functions from both siderail are only working intermittently.

Manufacturer narrative:
The technician replaced both siderail ucm boards and cables to repair the bed.